Manufacturer narrative:
Review of the device history records does not have deviations that would contribute to the reported event. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the event can not be determined from the provided information or the manufacturing records. Additional clinical information has been requested. If additional information is received, it will be reported in a follow-up report. Not returned to manufacturer.

Event description:
The patient had xcm biologic implanted as part of an unknown surgical procedure in the abdomen. It was reported that the patient complained of pain on the third post-operative day. Unknown diagnostic tests were performed that revealed abdominal eventration. On the fourth post-operative day, the patient was brought back to the operating theater for revision. The surgeon observed several small holes in the mesh. The mesh was explanted and replaced with another surgical mesh. The patient is reportedly in good condition.